Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed. One 4 fr powerpicc solo catheter, one scalpel, one guidewire/w hoop, one IV catheter, and one 21 ga introducer needle were returned. The product label indicated lot: rees3130. The catheter was flushed with water and a leak was noted between the 1 and 2 cm depth markers. Microscopic observation revealed a circumferential split near the 1 cm depth marker. The split surface was observed to be rough and granular. Material whitening was visible along the split edges. The catheter was cut at the 2 cm depth marker to measure the wall thickness. The wall thickness was found to be within manufacturing specification. The characteristics of the damage are consistent with damage caused by repeated kinking of the catheter leading to material fatigue. The product instructions for use (IFU) precautions state, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ h3 other text: evaluation findings are in section h11.

Event description:
It was reported that the catheter was found leaking liquids at the scale of 1 - 2 cm when in use. No other information provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees3130 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was found leaking liquids at the scale of 1 ~ 2 cm when in use. No other information provided.